Event description:
During an ECMO support, operator noted thrombus in raceway tubing. They changed circuits and thrombus again formed in raceway.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).